Manufacturer narrative:
H6: fdc d1102 is no longer applicable. Correction for concomitant product. Continuation of d10: patient interface nim 4.0 nim4cpb1 p2214272; UDI: (B)(4) product analysis found that reported fault confirmed. Stim 2 not functioning due to faulty afe board. Power switch button working in termittently-not related to reported fault. Fdd a1005 a0908, fdm b01, fdr c0201, fdc d02, img g02005, g0203401. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative, nim vital stopped stimulation while in use. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that reported fault not confirmed. Stimulation test preformed with no anomalies observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.